Manufacturer narrative:
The reported event of needle being blocked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, when they tried to flush the interject needle before the procedure, it was found to be obstructed. No damage was noted to the device, or device packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual assessment was performed. The needle was extended. No issues were identified with the outer sheath. A functional evaluation was performed. When the inner hub was actuated, the needle would extend and retract without issue, when held straight and in two 2 inch loops. The device was tested to identify if the lumen was occluded. A syringe filled with air and was attached to the inner hub and compressed. When the syringe was compressed, resistance was felt; this confirmed that the device was occluded. The inner hub/sheath was removed from the outer hub and sheath. A sclerosing agent was found inside of the inner sheath; this was present along the entire inner sheath. The inner sheath was cut just proximal to the needle so that the sheath and needle could be tested separately. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed, no resistance was encountered. Next, a 0.009 pin gauge was inserted into through the needle into the proximal end of the needle. The pin gauge was pushed into the inner diameter of the needle until it exited the distal tip. A small piece of material was extracted from the inner diameter; it was amber in color and brittle. The material is consistent with dried bodily fluids. Based on the findings of the investigation, the most probable root cause for the complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, when they tired to flush the interject needle before the procedure, it was found to be obstructed. No damage was noted to the device, or device packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.